Manufacturer narrative:
H6: investigation summary our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph of a 20ga x 1.16in. Insyte autoguard unit. The unit appears to have some media and the needle is piercing through the catheter around the middle of the catheter tubing. The reported issue was confirmed. Although the reported issue was confirmed, it could not be determined if the damage resulted from the manufacturing of the device or from the user environment. During manufacturing incorrect equipment settings during the loading of the adapter onto the grip assembly, may cause a needle spear through. A 100% vision system inspection is in place to mitigate the occurrence of this defect. Since the defect was discovered after insertion, this was most likely caused by user error. If it was caused by manufacturing, the issue would be evident after removing the needle cover and the clinician would not have used the device. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that needle went through catheter while using bd insyte¿ autoguard¿ shielded IV catheter. No patient impact reported. The following information was provided by the initial reporter, translated from spanish to english: patient who is going to undergo venous access channeling per admission protocol, and it is evidenced with damage to the plastic part. ¿ has there been any impact on the patient/health professional? (Detail) a: there was no impact on the patient. ¿ was there a need for medical intervention due to what happened (administration of medication, etc.)? A: there was no medical intervention. * was the reported incident noticed before or during use of the device? A: while using the md * if during use, was the patient actually punctured? A: yes

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle went through catheter while using bd insyte¿ autoguard¿ shielded IV catheter. No patient impact reported. The following information was provided by the initial reporter, translated from spanish to english: patient who is going to undergo venous access channeling per admission protocol, and it is evidenced with damage to the plastic part. Has there been any impact on the patient/health professional? (Detail) there was no impact on the patient. Was there a need for medical intervention due to what happened (administration of medication, etc.)? There was no medical intervention. Was the reported incident noticed before or during use of the device? While using the md. If during use, was the patient actually punctured? Yes.